Event description:
A customer reported via phone call indicating that they had issues with their sensor displaying the wrong information. The customer stated that their sensor only lasts for three days instead of six. The pump gave the customer a low level alert of 58 but the customer was really at 333 mg/dl. The customer stated that they had received a calibration error. The customer tried to reset the sensor but the issue was not resolved. The customer declined to troubleshoot the issue with the insulin pump. The customer removed the sensor and found that the sensor was bent. The customer was informed that a replacement sensor would be sent to them.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See (B)(4).